Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device cannot pass the operations check and does not charge the power. There was no reported patient involvement.